Manufacturer narrative:
A product development investigation was performed for the subject device (holding sleeve-long for matrix, part number 03.632.036, lot number 9959562). The subject device was returned with the complaint condition stating: it was reported that while performing a routine inspection of field equipment, three holding sleeves (part 03.632.036) were found to have stripped tips at the threaded working end of the device. There was no patient or surgical involvement. The returned devices were evaluated and the complaint condition was able to be confirmed at customer quality. ¿ lot 9959562, mfg 22-jun-2016 (1 of 2): broken ¿ missing approximately 4.8mm x .08mm fragment of the first two thread levels. The broken fragment was not returned. Lot 9959562, mfg 22-jun-2016 (2 of 2): peeled threads - first two (2) threads were peeled apart but not broken off from the remaining threads. Lot 7506718, mfg 27-jan-2014: broken ¿ missing a small fragment approximately 3.82mm from the first thread. The broken fragment was not returned. Replication of the complaint condition is not applicable as the complaint was able to be visibly confirmed. No definitive root cause was able to be determined; the failure modes are consistent with the application of an off-axis load while engaging a screw. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, device history record (DHR) review, and drawing review were performed as part of this investigation. This complaint is confirmed. The matrix holding sleeve ¿ long (03.632.036) is one of ten (10) holding sleeves for the matrix spine system utilized during screw insertion (03.632.001, 03.632.024, 03.632.028, 03.632.036, 03.616.042, 03.616.043, 03.632.085, 03.632.123, 03.632.124 and sd03.632.123). The matrix system is covered by three technique guides: matrix ¿ deformity (j9698-d), matrix-degenerative (j9699-d) and matrix ¿ mis (j9700-d). Once the holding sleeve is engaged with the driver shaft, it can be threaded into the proximal end of the matrix screw by rotating the holding sleeve¿s green knob clockwise until it is fully engaged. Relevant drawings for the returned matrix holding sleeves ¿ long (03.632.036) were reviewed (both current revision and from the time of manufacture): top-level and inner shaft. The design, materials and finishing processes were found to be appropriate for the intended use of these devices.dco and CAPA were implemented to address the failure mode of the holding sleeve threaded tips breaking. The tip geometry on the inner sleeve was changed to a more constant outer diameter in order to improve product performance. Per planned nr, a dcrm review and/or occurrence rate calculation must be performed for all complaint parts which resulted in a classification of serious injury that were not generated from a literature article. As no serious injury was reported, no dcrm calculation will be performed for this complaint. No definitive root cause was able to be determined; the failure modes are consistent with the application of an off-axis load while engaging a screw. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No patient involvement was reported. Device is an instrument and is not implanted / explanted. Device history records review was completed for part# 03632.036, lot# 9959562. Supplier: (B)(6), manufacturing date: jun 22, 2016. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while performing a routine inspection of field equipment, three (3) holding sleeves were found to have stripped tips at the threaded working end of the device. There was no patient or surgical involvement. This report is for one (1) holding sleeve-long for matrix. This is report 2 of 3 for (B)(4).